Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the field representative was running an right ventricular (rv) lead threshold test, there was loss of capture and the patient became momentarily syncopal. The patient was fine and the normal device function was confirmed. There were no additional adverse patient effects reported.